Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stenting treatment procedure, stent embolization occurred. The unspecified target lesion was located in the left iliac. An express-b-I ld, pmtd, 9.0x40x75cm stent was advanced via the right iliac to treat the target lesion. While attempting to advance the device over the bifurcation, the physician encountered a "tight stenosis" and attempted to withdraw to introduce an unspecified "stiffer" wire. During withdrawal, the stent dislodged in the bifurcation. A bsc snare kit was selected to retrieve the stent; however, during opening, the snare was found to be missing. Another of the same snare was able to successfully retrieve the stent. There were some slight bleeding complications with the case after the stent removal and the pt was admitted. This product is similar to an approved u.s. Device.